Manufacturer narrative:
The product was not returned to 3m espe. The dentist did not observe any abnormality during the treatment, and did not experience any handling problems with the product. For this reason the dentist did not notice that an amount of impression material was swallowed by the patient. During the surgery an approx. 7 cm long piece of material was found in the intestine. As the removed material was discarded by the hospital personnel, no further examination of the removed material was done. Therefore it is not sure if impression material was really swallowed. The examination of a retained sample of the affected batch did not show any deviations in specifications. This product has been assessed for biocompatibility and has been found to be safe for its intended use.

Event description:
On (B)(6) 2015, it was reported to 3m espe that a patient experienced in (B)(6) 2015 an intestinal blockage few days after it was treated with 3m espe impregum penta impression material. The patient was hospitalized in order to surgically remove the blockage. In the meanwhile the patient is doing fine.